Event description:
Our rep is reporting that during a knee procedure, the surgeon noted there were metal shavings emanating from a femoral 8mm offset aimer and falling into the patient's body. All of the debris was removed and the procedure was completed successfully without further incident or harm to the patient. Facility discarded the complaint device.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. When the evaluation is complete, its conclusions will be reflected in the follow-up report.